Manufacturer narrative:
B4: 31jul2021. No part was returned. Previous investigations have shown that liquid ingress due to the variability of the assembly process can cause the navigation ring to fail.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.

Event description:
The customer called technical support (ts), reporting that during preventative maintenance (pm), it was found that the device¿s checkmark button does not work on the navigation (nav) ring. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the remote service engineer (rse) assistance and confirmed the reported problem. The customer replaced the front bezel assembly to resolve the reported issue. Unit passed required performance verification tests per philips standards.